Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e0130 sleep dysfunction

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, it was reported to dexcom via email that the patient has suffered a ¿glucose crash to 23 mg/dl directly following a vibration event¿. She also stated she had been suffering from ¿sleep deprivation and physical exhaustion¿. It was not specified if this was a cgm or bg meter value. It was also not specified what the cgm device was displaying or how it was behaving at the time the patient experienced this hypoglycemic event. There was no documentation of treatment. There was no documentation of medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.